Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 517 mg/dl at the time of incident. Customer¿s current blood glucose level was 225 mg/dl. Customer had symptoms such as nausea, vomiting, headache. Customer's blood glucose went down to 217 mg/dl. Customer was treated with insulin fluid manual syringes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window..